Event description:
Gums also take with it in the rotational motion - oral-b [gingival injury]. Head itself seems to be defective, it becomes loose - oral-b [device connection issue]. Male consumer via phone stated that his oral-b toothbrush head was defective, as it became loose and his gums were taken with it in the rotational motion. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.